Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports he woke this morning stiff as hell and went to use his therapy and he changed to group b because that's better for him and the controller shows "setting not available, cannot provide your desire intensity setting. Patient states the controller is at 90% and ins 80%. Patient states he called rep andrew but hasn't heard back from him. Patient states he is able to use group a but wanted to use group b. It was recommended patient use group a until he is able to use group b. Patient confirmed therapy is on. Confirmed patient did not have a fall or trauma. Reviewed information and recommend patient consult with healthcare provider (hcp) for next steps. Additional information was received from the patient and manufacturer representative (rep). Connection to battery was intact. Impedances show electrodes 3,4, 11 over 35000. All programs were using those electrodes. Reprogramming done to bypass affected electrodes. Patient was getting effective stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that they can't use program b and that sometimes on groups a, b and c, the controller displays that "it can't charge them". Patient stated that they took their equipment into hcp twice and that they screwed with the wires, so they are unsure if the controller was faulty. Patient then stated that the rep reprogrammed the ins about a month ago. Patient stated that they like group b the most as they get the most satisfaction from group b, however group b won't "let them do nothing". Patient then reported that the rep mentioned something about an impedance or something, however the patient didn't know what the rep was talking about. The caller was redirected to their rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reports stim effective but unable to turn up. Gets unable to provide desired setting. Three additional electrodes with high impedances. 5,12 and 14. Reprogramming done to avoid those contacts. Pt getting effective stim.